Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that this patient was part of the (B)(4) study. The patient was hospitalized due to the stroke, left of ischemic origin, in (B)(6) 2015. Four days later, a transesophageal echocardiogram (tee) revealed multiple thrombi within the watchman device and the suspicion of device perforation. Medication was given or the regimen adjusted. The patient recovered and was discharged five days after the initial hospitalization.

Event description:
It was reported that a tear in the device occurred and the patient experienced a stroke. In (B)(6) 2014, the patient had a 27mm watchman ® laa closure device implanted successfully. The position was good and compression size was 16.6~21mm. The compression rate was more than 20%. Eight months later, the patient suffered a stroke and was hospitalized. The patient received emergency treatment in the critical care unit and was discharged after two weeks with a prescription for warfarin medication. The physician found that the fabric of the device had been ripped partially and was hanging from the device. The patient is currently stable.